Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber broke into half; however, the device was still intact and no parts fell inside the patient. The physician pulled the device out of the patient and the procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the fiber was returned in two pieces, a 188cm piece which included the sma connector and a 126cm piece which included the fiber tip. The fiber coating proximal to the points of breakage appeared worn and frayed. There was no exposed glass fiber at the distal tip and there was no indication of a fracture at the distal tip. The fiber coating at the first 1.5cm of the near the tip appeared degraded. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber broke into half; however, the device was still intact and no parts fell inside the patient. The physician pulled the device out of the patient and the procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.